Manufacturer narrative:
Device evaluated by MFR.: unit returned came with liquid residues inside of tubing system, as part of overall visual revision. The gauge needle was at 0atm when received. The device does not have visual defects. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was performed; the plunger handle is rotated to achieve 26 atm¿s and this test is repeated 20 times consecutively. No issues were noted during the device locking mechanism test. A gauge accuracy test was performed to assess the accuracy of the gauge under pressurization and results were recorded. A side load test was performed involved applying a load to the proximal end of the handle, the unit passed. A pressure damping test was conducted to ensure the unit falls from 13 atm to 0 atm within 1 second. The unit passed the test. The unit was primed with 5 ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. A leak test was conducted to determine the presence of leaks. No air bubbles were emitted from the device hence the unit passed. The unit passed all functional tests without issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. An advantage balloon catheter inflation device was used. During the inflation of the angioplasty balloon, it was noted that the indeflator would lose its pressure but the balloon was still inflated as seen in the fluoroscopy. The device pull negative pressure fine when disengaged. Patient was fine and the case went on without any other trouble.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. An advantage balloon catheter inflation device was used. During the inflation of the angioplasty balloon, it was noted that the indeflator would lose its pressure but the balloon was still inflated as seen in the fluoroscopy. The device pull negative pressure fine when disengaged. Patient was fine and the case went on without any other trouble.